Manufacturer narrative:
E1.: phone number: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, rupture. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b3, b5, b6, d6a, d6b, e1, g2, h6.

Event description:
Healthcare professional reported left side intracapsular rupture discovered during surgery. Patient representative later reported "pain that reached the arm, pain in the chest, anxiety, chronic inflammation, deposits compatible with silicone, swollen lymph nodes in the neck, pain in the neck and lipoma tumor benign." The device has been explanted and replaced with another manufacturer's device.